Event description:
It was reported that the customer forgot she was wearing her insulin pump and went into the pool. The insulin pump suffered moisture damage. Her blood glucose level was 134 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No unexpected vibration during testing. However, found corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)